Event description:
It was reported that at the six week post implant check, the device had a suspected pacing problem with the atrial impedance greater than 9,999 ohms. It was noted that the lead had normal impedance when connected to an external analyzer. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies. (B)(4).